Event description:
The event is reported as: when applying a clip around a vessel, the clip does not close at the adjacent side to the hinge. The applier also drops clips. No injuries reported.

Manufacturer narrative:
The sample device has been rec'd, but investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.